Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right ventricular (rv) channel and loss of capture (loc). The patient remained under monitoring. No adverse patient effects were reported. This pacemaker remains in service.